Event description:
Surgical procedure: hysterectomy. According to the reporter: as patient's cervix was being sutured, the needle broke in half. An x-ray confirmed fragment location and this was removed. There was no patient injury. There was a delay in operating room time of 1.5 hours. There was no bleeding reported an no tissue damage.

Manufacturer narrative:
Date of initial report sent: 03/31/2009.